Manufacturer narrative:
(B)(6).

Event description:
It was reported that the pump is overheating. Different tests performed. No patient injury or harm due to this issue. No delay reported. Back-up device available to continue with the therapy.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned device was evaluated and found to have a broken back enclosure. However, no issues were found in relation to overheating of the device. Overheating can be caused by the external temperature, how the device is stored and also the heat produced by the device. The temperature of the device can be reduced by storing it in a cooler place, making sure the device is charged prior to use or locking the screen when charging. On this occasion we have not been able to confirm the reported failure mode and subsequently identify a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.